Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer stated that he woke up with blood glucose of 400 mg/dl. The customer had a cup of sugar free jello and blood glucose went down to 306 mg/dl. The product was not returned for analysis.